Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Correction to information provided in d9 of the initial medwatch: the date returned to manufacturer should be 09nov2022.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the distal end was shaved, adhesive on the bending section cover had a chip, the play of the up/down knob and right/left knob was out of standard value due to wear of the angle wire, and the universal cord was scratched and deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a swab blocked the auxiliary channel of the evis eus ultrasound gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the customer complaint was confirmed and the brush could not be inserted or removed from the balloon channel due to clogging. Foreign material could not be removed due to buckling of the channel/nozzle. Due to clogging of the water/suction tube, balloon suction volume did not meet standard value. Due to clogging of the balloon/water tube, the cleaning brush could not be inserted smoothly. The report is being submitted due to clogging of the balloon channel and foreign material being unable to remove found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the foreign material remaining in the device could not be identified. Hence, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿if manual cleaning could not be performed within 24 hours after the patient procedure or if you are not sure whether manual cleaning could be performed within 24 hours, dried debris may not be removed and reprocessing of the endoscope may not be performed effectively.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the blocked channel was found after a diagnostic procedure. No parts fell into the patient and there were no complications.